Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This (B)(6) male presented at the time of enrollment with a stable 70.8 mm aortic aneurysm. The proximal neck had an irregular shape with partial plaque/thrombus. The left iliac artery had moderate tortuosity, moderate calcification, and moderate occlusive disease. The right iliac artery had mild tortuosity, mild calcification, and mild occlusive disease. On (B)(6) 2013, (day of the procedure), under general anesthesia, the patient received a 30 mm x 22 mm p-branch , 24 mm x 98 mm endovascular body graft, a 16 mm x 74 mm left iliac leg graft, a 16 mm x 56 mm right iliac leg graft. The patient also received a left renal covered stent (another manufacturers), a right renal covered stent (another manufacturers), a right renal uncovered stent (another manufacturers), a covered sma stent (another manufacturers), an uncovered sma stent (another manufacturers). No additional procedures were performed. There were no complications or difficulties with any of the devices. A molding balloon was used without complications or difficulties. At the completion of the procedure, the devices were patent and intact with no evidence of endoleak. A type ii endoleak was noted by the site. Follow-up CT's: on (B)(6) 2013: site: the devices were patent and intact with no evidence of endoleak, or separation of components. Core lab: the devices were patent and intact with no evidence of endoleak, or separation of components. On (B)(6) 2013: site: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. Core lab: the devices were patent and intact with no evidence of device integrity issues or migration. A type ii endoleak was noted. On (B)(6) 2014: site: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. Core lab: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. On (B)(6) 2015: site: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. Core lab: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. On (B)(6) 2016 site: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. The site noted: ¿increasing amount thrombus left iliac graft limb. No significant stenosis but increased thrombus.¿ the site indicated that the thrombus was ¿possibly¿ related to the study product and ¿unlikely¿ related to the study procedure. Core lab: the devices were patent and intact with no evidence of endoleak, device integrity issues or migration. The patient was treated medically with 75 mg plavix. No other adverse events have been reported. No additional follow-up visits have been reported.

Manufacturer narrative:
A review of documentation, manufacturing instructions, instructions for use, specification and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. Each device is shipped with instructions for use(IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU was reviewed for instructions related to the use of the device that could cause or "contribute to" thrombosis and type ii endo leaks. After reviewing the image, it was noticed that the mural thrombus was developed in the main body and in the left limb proximal sealing at 12 months. No anatomic reason for thrombus formation such as stent narrowing, inflow limitation or outflow limitation was observed. However, it was reported that the left iliac artery had moderate tortuosity, moderate calcification, and moderate occlusive disease. This would have caused the blood flowing into the lumen to experience increased shear forces from slowing flow and turbulence, favoring thrombus formation. Type ii endoleak usually occurs due to patient's poor anatomy, however this was not confirmed by the image review. Based on the image review and the information provided by the customer a definitive root cause for thrombus in the left iliac leg is possibly due to patient's anatomy, therefore possible cause for thrombus formation could be due to calcification, tortuous vessel and occlusive disease. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.